Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple power source alerts when attempting to charge the pump. Reportedly, the customer reverted to alternate insulin therapy. Customer's blood glucose level was not impacted.